Event description:
During evaluation by a philips bench technician, it was noted that the menu and up/down buttons are worn out and unreadable. There was no allegation or indication that the buttons did not function properly. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue with bezel assembly. There was no reported patient involvement.